Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia, redness and pain. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 30 mmol/l (540 mg/dl) while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. It was reported the skin was red and sore. As treatment, a new pod was applied.